Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during follow up the right ventricular (rv) lead thresholds were poor and a lead revision was required due to the lead having dislodged. The lead remains in use. No patient complications have been reported as a result of this event.